Event description:
The user facility reported that the tr band would not hold air when it was being inflated to assist with achieving hemostasis following a trans-radial procedure. Follow-up communication with the user facility confirmed that: (1) the air was being inserted into the band while simultaneously retracting the sheath out of the radial artery; (2) during removal of the sheath it was noted that the band was not inflating and the patient began to bleed from the entry site; (3) manual pressure was held until a second band was placed to achieve hemostasis; and (4) the physician indicated that he did not feel that the patient was in danger due to the blood loss.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00034 to provide additional information regarding the results from the evaluation of the returned sample.

Manufacturer narrative:
Results - (B)(4) are based on evaluation of the returned sample; based upon evaluation of an unused retention sample. Conclusion - (B)(4) based upon evaluation of the returned sample; based upon evaluation of an unused retention sample. The involved device was returned to the manufacturing facility in (B)(4) for further evaluation. Inspection and testing of the returned sample confirmed that the area where the two balloons had been welded together had been stretched and then torn open. Evaluation of non-damaged areas of the returned sample confirmed that there were no other anomalies or defects. Evaluation and testing of the unused retained sample confirmed that there were no anomalies or defects and simulated use did not damage the area where the two balloons are welded together. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample is consistent with damage due to the application of an excessive pulling force during preparation prior to use, resulting in the tear between the two balloons. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4): although an estimated volume was not available and there was reportedly no danger to the patient, the event description indicates that some blood loss did occur. Method: involved device is in transit to the manufacturing facility in (B)(4) for evaluation. A supplemental follow-up report will be submitted when the evaluation results are available. As stated above, the involved device has not yet been received by the manufacturing facility. Therefore, the current investigation was based on user facility information and quality records. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported event cannot be determined based upon the currently available information. The labeling does address the potential for such a deflation event in the instructions-for-use with statements such as: (1) "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; and (2) "patient should not be left unattended while the tr band is in use." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental follow-up report will be submitted when the involved device is received and evaluated by the manufacturing facility in (B)(4).